Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Analysis of system logs showed evidence of a memory verification failure in the logs. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The handle software periodically verifies its external memory contents for integrity and if verification fails it prevents the handle from further operation. This could cause the handle to unexpectedly stop functioning. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first firing over bowel on a laparoscopic gastric bypass, the power stapler was fine when loading and positioning. When surgeon clamped down on tissue the handle gave an error code. The error code signified that there was a problem with the handle. It was the error code where the handle is inside the circle with a line through it. Another device was used to complete the case. There was no patient injury. Medtronic's initial evaluation of the incident device found to be a result of a software error. During initialization the handle software creates a known memory pattern in the form of many large arrays. Periodically the memory pattern is compared against that created at initialization. If it is not matching a memory fence error occurs. Accordingly, the handle software periodically verifies its external memory contents for integrity and if verification fails it prevents the handle from further operation. This could cause the handle to unexpectedly stop functioning.